Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unknown, unknown glenoid, unknown; unknown, unknown humeral head, unknown; unknown, unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07892, 0001825034 - 2017 - 07893, 0001825034 - 2017 - 07894.

Event description:
It was reported that the patient had an initial universal shoulder arthroplasty. Subsequently, the patient has been indicated for a revision procedure due to unknown reasons. No further information has been provided.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the reported event does not involve zimmerbiomet products. The report should be voided.